Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing high blood glucose (bg) levels. The customer was not sure what was causing the high bg levels and thought that they may be related a gastrointestinal issue. The supplies on the pump would be changed. A bolus would be delivered and insulin injections were used to address the bg level. Tandem customer technical support (cts) had the customer perform a system check using the current supplies on the pump and the pump was found to be functioning as expected. Cts advised the customer to speak to a healthcare provider regarding the high bg levels.